Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(6). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient has been indicated for a right shoulder revision, as a shorter custom humeral stem is being created for this patient to replace the current stem implanted. However it is not known why this patient is being revised at this time. Attempts have been made and additional information on the reported event is unavailable at this time.